Event description:
It was reported that pump battery was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged pump replacement; no additional information was received regarding any further actions or outcomes.